Event description:
No harm to patient. Bd ultrascore balloon states "5fr" for recommended introducer, balloon was introduced through a 5fr ansel sheath, then inflated. Balloon than deflated, surgeon unable to remove balloon from sheath. Balloon catheter should not have gotten stuck inside sheath. Sheath was the appropriate size according to balloon's manufacturer's recommendation. Surgeon had surrender access in order to remove balloon.